Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing. It is recommended to replace the sensor board. The customer requested the unit be returned unrepaired. Additionally, inlet screw hubs and back bottom right of the unit was cracked. The inlet air path assembly and removable air path foam were replaced per remediation.